Event description:
The pt reported the pump was hot to touch. Upon examination, the pump was found to exhibit a visible battery compartment crack, moisture in the battery compartment, and visible liquid under the display lens.

Manufacturer narrative:
The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump download history indicated that two low battery alarms were emitted on the complaint date. No conclusions can be made at this time.